Manufacturer narrative:
There was no reported patient impact associated with this complaint. The pump was returned to animas. Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. Review of the pump history revealed loss of prime warnings associated with zero force. The pump was exercised with no loss of prime alarms duplicated.

Event description:
Evaluation revealed a misaligned display screen and partially dislodged force sensor pins.